Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad" was confirmed and reproduced during eval. A failed processor pcb was found to cause the delayed keypad response. The failed processor pcb/shielding was replaced.

Event description:
During baxter's functional testing it was found that a spectrum pump had a delayed keypad. There was no pt involvement.